Event description:
It was reported that during a laparoscopic chole procedure the clip did not form. Unknown how the procedure was completed. There was no patient consequence reported. Additional questions were not asked due to there not being any additional information.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. Photographs of the clips were received, based on this observation, it appears that the clip formations were influenced by the user by placing too much backward force during firing resulting in a pear/tear drop shaped clip. Jaws became yielded or mis aligned during use resulting in the clip shape and by manipulation or removing the clip with another surgical instrument. However, physical analysis may provide the evidence to determine a cause of event. The device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.